Manufacturer narrative:
The returned sensor was evaluated. Visual inspection showed no external physical damage. The sensor failed continuity testing due to broken green and white conductors at the detector solder joint assembly. When the sensor was connected to a monitor a "probe is off the patient" error message displayed and the monitor alarmed audibly and visually.

Event description:
The customer reported the probe stopped working int the middle of an or case. No patient impact or consequences reported.